Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that four days ago when patient got up to number 3 on one of the programs, they had shock waves go through the butt area. It is still sore all around the area where the implant is. Patient turned the therapy off. They had this happen before. It happened one time when they were trying to get the right vibe. The first time it didn't take too much trouble to turn it off, but this time they took the plug out of regulator and turned the therapy off. They said, they were trying to remember what they did when it occurred. They said, they had to put in new batteries because they hadn't tested themselves for a long time. It was on 3 when they put it over the interstim and it shocked them. They said, I think that is the way it went. I asked them when it happened the first time and they said probably a couple years ago. When it happened then they were sore for a long time. Patient services asked if they had any falls or accidents and they said no. The issue was not resolved through troubleshooting. Patient services told the patient we could turn the stimulation all the way down and then turn the therapy on and gradually increase the stim. Otherwise, patient services said they could follow up with their doctor. The patient said they wanted to wait until they were not sore and they will call back to turn the stim down and then turn it back on.